Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the doctor tried to deflate the pump in clinic and was unsuccessful. An inflatable penile prosthesis (ipp) replacement surgery was performed. After the procedure it was noticed that the cylinders would not deflate, the pump had an air pocket and the reservoir had lost fluid. There were no patient complications.